Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the label printer was printing labels incorrectly. A technical support specialist dialed in and reconfigured the printer driver setting and confirmed with customer that it was printing correctly. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system label printer was printing labels incorrectly. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.